Event description:
It was reported that an ilet user experienced hyperglycemia after lunch, with a continuous glucose monitor showing 292 mg/dl and subsequent readings decreasing after announced meal and prior corrections; the user reported thirst and hunger, and the user was using a cd infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided, and calibration of the cgm following discrepant cgm and glucometer readings. Investigation of this case revealed no findings available, with insufficient information to attribute the event to a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.